Manufacturer narrative:
H3: one device was received for evaluation. The pumps was previously updated by the customer along with replacing the primary speaker. Due to the persistent primary audible alarm events, the interconnect board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B5: additional information was received stating that the device's primary audible alarm repeatedly alarms after gluing j9 connector. There was no patient harm/adverse event reported. D3: correction.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the primary audible alarm alarms while in use with patient. There was patient involvement and unknown patient harm/adverse event reported.